Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was used after transurethral resection of the prostate (turp). The catheter could not be removed after one week of nursing care because the patient was in pain. Computed tomography (CT) check revealed that the balloon had burst, and no sterile water was inside. Because the patient was in pain, it was removed under general anesthesia. There was contact stating that the patient was angry and they were struggling with how to handle the situation. There was also information that lindelone was applied as a substitute for jelly.